Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information alleging a ventilator service required error occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, an "oxygen plate error" code was found along with intermittent communication errors with the o2 board causing a "fan service needed" alarm in the ventilator's downloaded error log. The device's main board needs to be replaced to address the issue. Additionally, the front casing and warped port will require replacing, which is not related to the malfunction.